Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. The device was filled with an unspecified volume of fluorouracil and connected to the patient for an infusion expected to last for four days. However, the reporter stated that three days into the infusion the pump was found to be approximately 75% full when it should have been approximately 25% full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.